Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedance greater than 2,000 ohms and high pacing thresholds. Further, a fracture was thought to have been seen upon physical evaluation during post explant. However, no x-ray or fluoroscopy image confirmed the fracture. The lv lead was explanted and the device was also electively explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.